Event description:
One touch ultra meter was reading control inaccurately high. The result was 193 mg/dl, repeated 197 mg/dl with a range of 106 mg/dl-143 mg/dl. The patient went to the dr. To have their blood glucose checked; no treatment was given. The meter, test strips and solution were replaced.